Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that patient reported leakage of clear fluid from the insertion point, increasing when injecting 0.9% nacl (presumably at the level of the hub). This catheter was tested prior to the procedure, and no leaks were observed. No other intraprocedural difficulties were noted that could have caused this. The catheter was initially inserted up to the hub, but during dressing change, the catheter had moved back slightly.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter damage is unconfirmed because the problem could not be reproduced. One 4 fr s/l powerpicc catheter was returned for evaluation. Two photographs were returned for evaluation. An initial visual observation showed use residues throughout the catheter. No obvious kinks or splits were observed along the catheter shaft during an initial visual observation of the returned device. An initial visual observation of the two returned photographs showed a powerpicc implanted into a patient with a tegaderm dressing adhered to the patient¿s skin. The clear, plastic section of the dressing was observed to be filled with a transparent yellow fluid. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed no leaking throughout the returned catheter. A microscopic observation revealed no observable splits or damage along the returned catheter. The catheter may appear to leak if the catheter becomes encapsulated by connective tissue, causing backflow through the insertion site and the appearance of a catheter leak. A split in the catheter was not identified, and no potential damage/defect was observed to be related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.